Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: investigation revealed that the display was dim and discolored. Unrelated to the display issue, investigation revealed that the keypad cover was cut and torn between the ok and contrast buttons. All of the keypad buttons responded appropriately during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/17/2015.